Event description:
It was reported that prior to an unknown procedure the generator emitted a solid tone during the use. No patient consequences were reported. Device returned to the international service center.

Manufacturer narrative:
(B)(4). Evaluation summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint and to correct the complaint the main pc board was replaced. The device history record has been reviewed via the database. The unit has passed all qa inspections. Complaint information is trended on a regular basis to determine if further investigation is warranted.